Manufacturer narrative:
Additional information: initial reporter name updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The stent was used off label in the pulmonary arteries to treat a severely sick pediatric patient. It was reported that inflation difficulties occurred during balloon inflation. The balloon of the stent could not be inflated with pressure. Due to the lack of pressure build-up, it was also not possible to completely deflate the balloon again. As a result, the balloon was slightly filled at the distal ends, but the stent could not be expanded, as the balloon would end up deflating. As the stent was in the pulmonary arteries it was possible to place the stent via the ventricle in the inferior vena cava (ivc). With a lot of force, it was possible to remove the stent balloon via the inserted sheath, however, the stent could not be removed via the sheath. The stent could not be deployed in the ivc with the stent balloon. The stent had to be secured, and in the third attempt, this was achieved with difficulty with a high-pressure balloon. It was suspected that the stent was twisted and then wedged and opened too quickly under a lot of pressure. The stent was expanded in the ivc. On closer inspection of the system in vitro, a leak was found from which the contrast agent/sodium chloride (nacl) mixture was escaping, suggesting why it was not possible to expand or de-expand the balloon intravascularly. The patient died four days post procedure. It is believed that the death was not mainly caused by the stent balloon malfunction, but the malfunction did affect the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: three video clips were provided to support the investigation. Still screen shots have been taken to support the analysis of the images. Images appear to show the attempted pressurization of the balloon of a stent delivery system, with the device present within a sheath. The balloon of a device is pressurized inside the sheath. The proximal end of the balloon appears to have expanded but the images do not show any expansion on the distal end of the balloon. But no contrast escape has been identified to confirm a balloon burst, so, inflation difficulties do not appear to be related to a balloon burst. Another image appears to show the attempted expansion of a stent, also inside what appears to be a sheath. The resolute onyx stent is approved for use in the coronary vasculature, therefore use of the device in the pediatric pulmonary vasculature is off label use. Therefore, the methodology being attempted cannot be confirmed. But there does appear to be evidence that the expansion within a sheath has contributed to inflation difficulties. Additional information: the stent could not be removed via the non-medtronic 4f introducer sheath. Correction product analysis: necking was not evident to the proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one resolute onyx coronary drug eluting stent to treat congenital narrowing of the pulmonary artery (pa). There was severe stenosis in the pa. A 4x13mm non-medtronic stent was implanted in the right pa. It was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use with no issues noted. The device was not flushed prior to use. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion while inflated. The issue occurred on the first inflation after an inflation pressure of 16 atm was applied. A 0.25/0.75 concentration of contrast/saline was used. The physician did not assess that the death event was directly related to the use of the relevant device. The cause of death was multimorbidity. The patient was not on dual antiplatelet therapy (dapt) at the time of the event. There was no evidence of thrombus. Product analysis: the device was returned for analysis. There are indications that the balloon had inflated/partially inflated (balloon folds expanded). Crimps were visible on the exposed balloon surface; the stent did not return. Tool/clamp marks were found in two locations on the transition shaft. It is unclear what caused these clamp/tool marks and/or when it occurred, however whatever caused the marks also punctured the wall of the transition tubing. When attempting to recreate balloon inflation/device pressurization, three leak points were observed where the transition shaft was punctured. It is unclear at this point if this had any impact on the inflation/deflation issues during the procedure. Necking was also evident to the proximal bond which may have contributed to inflation/deflation issues. The guidewire entry port was torn. Image analysis: a 4 second video clip was provided for review. The video appeared to show a leak on part of the delivery system of the device. It is not clear what area of the device the leak is coming from. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: product analysis: the device was returned for analysis. There are indications on the returned device that the balloon had inflated/partially inflated (balloon folds expanded). Crimps were visible on the exposed balloon surface; the stent was not returned. Marks were found in two locations on the transition shaft. It is unclear what caused these marks and/or when it occurred. The wall of the transition tubing was also punctured. When attempting to pressurize the device to enable inflation, three leak points were observed where the transition shaft was punctured. It is unclear if the leaks identified had any impact on the inflation/deflation issues during the procedure. The guidewire entry port was torn. Image analysis: three video clips were provided to support the investigation. Still screen shots have been taken to support the analysis of the images. Images appear to show the attempted pressurization of the balloon of a stent delivery system. The balloon of a device is pressurised. The proximal end of the balloon appears to have expanded but the images do not show any expansion on the distal end of the balloon. No contrast escape has been identified to confirm a balloon burst, so, inflation difficulties do not appear to be related to a balloon burst. Another image appears to show the attempted expansion of a stent. The resolute onyx stent is approved for use in the coronary vasculature, therefore use of the device in the paediatric pulmonary vasculature is off label use. Therefore, the methodology being attempted cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.